Event description:
Device report from synthes reports an event in germany as follows: this report is being filed after the review of the following journal article: park h-u, et al. (2023), clinical outcome after medial open-wedge high tibial osteotomy: comparison of two angular stable locking plates¿tomofix¿ versus loqteq® hto plate, j. Pers. Med. 2023, 13, 472. Https://doi.org/10.3390/jpm13030472 (germany) this study evaluated bony healing and clinical results after medial open-wedge high tibial osteotomy to compare the outcome of the loqteq® hto plate and the tomofix¿ internal plate fixator. Between january 01, 2016 and october 31, 2016, 32 patients who received the unknown synthes tomofix¿ internal plate fixator implant were included in the present study. 35 patients who received a competitor loqteq® hto plate (manufacturer: aap implants, berlin between) november 01, 2016 and september 30, 2017 were also included. The tomofix group consisted of 13 male and 19 female patients with a mean age of 49.3 (+/-13.1) years. There were (8) 5 mm locking screws inserted for the unknown synthes tomofix¿ plate (4 screws in the proximal segment and 4 screws in the distal segment). A torque screwdriver was used for both plates to finally tighten the locking screws. A compressive dressing was applied after skin closure. All patients were mobilised with partial weight bearing with 10 kg for six weeks, and range of motion was not restricted. Stitches were removed postoperatively after 12 days. Complications were reported as follows: 15 patients underwent implant removal due to discomfort. 3 patients reported no specific cause for the implant removal; they simply wanted it removed. 7 patients had lateral hinge fractures. 1 patient had haematoma. 8 patients had surgical reports which reported screw jamming due to the cold welding of one or more rectangular screws. This report is for the unknown synthes tomofix¿ plate and screws. This report involves one unk - screws: tomofix. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown screws: tomofix/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter phone number: (B)(6). H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.